Event description:
Pt underwent a CT myelogram. Pt has an implanted neurostimulator. During the fluoroscopic myelogram portion (not the CT portion) pt's neurostimulator malfunctioned, causing extreme pain from high abdomen to tips of toes.